Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) meter read "high" and bg was addressed with a correction bolus as well as a manual injection. Contact believed that customer's tolerance for insulin was increasing. Reportedly, contact had customer work with a doctor regarding insulin settings and contact stated that bg was also possibly due to occlusion. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Reportedly, contact declined further troubleshooting.